Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patients implantable cardiac monitor failed to be interrogated. No intervention was performed. Patient status was not reported.